Event description:
In 2008, based on the analysis of the returned bone awl, it was identified that the awl was fractured at the weld and not that it was worn from repeated use as initially reported from the sales representative. There was no report of patient impact.

Manufacturer narrative:
The review of the device history record indicates the part met specification. Visual examination did not indicate the alleged worn tip. Examination found the weld junction fractured. A recall has been issued, to replace all product with a redesigned part.